Manufacturer narrative:
It was reported that while troubleshooting the installation of the imaging system, the field engineer moved the ups slightly causing a red wire with 120vac to arc to chassis ground. The fe powered the system down and fixed the problem by disconnecting the red wire at the ups side and isolating it with a cap. Investigation revealed the installation team incorrectly connected the red wire of 2-phase ups input to pdu ts4-2 (120v) but didn't connect it at the ups side. At the ups side the red wire was free and with 120vac by mistake. The root cause was determined to be user error as the install team did not follow proper instructions. Labeling includes a section in chapter 4 power distribution unit in 2 phase ups installation manual_p/n 5174051-100.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that while troubleshooting the installation of the imaging system, there was a high-voltage arc that came close enough to the field engineer's face as to score his glasses. While there was no injury, a serious injury could have occurred.